Event description:
It was reported that 2 bd micro-fine¿+ pro pen needles had broken non-patient ends. The following information was provided by the initial reporter, translated from japanese: "this is a report about broken needles npe. The user reported about two defective products in which the needle npe was broken."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned samples and photos was carried out and a broken non patient end of cannula was observed on both samples. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd micro-fine¿+ pro pen needles had broken non-patient ends. The following information was provided by the initial reporter, translated from japanese: "this is a report about broken needles npe. The user reported about two defective products in which the needle npe was broken."